Event description:
Please see attached packaging for the 1/2 ml and 1 ml syringes. The package is so similar that the incorrect syringe may be chosen. The orange print is the same on both. We did not have an event; however, this was brought to our attention as a near-miss by a nurse. If the incorrect syringe is selected, an overdose/under dosing could occur.